Manufacturer narrative:
H3 other text : device evaluated by third party service center..

Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device destroyed power connector. Power supply corroded. Contamination finding corrosion of metalica surface. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be file.